Event description:
It was reported that removal difficulties occurred. The target lesion was located in the "excessively" tortuous right coronary artery (rca). A 3.50x24mm promus premier stent was advanced but was unable to cross the lesion. The stent was retracted; however the proximal end of the stent got caught on the tip of the al2 non-bsc guide catheter and could not be pulled back into the guide catheter. The entire system was pulled down into the right iliac system. The guide catheter was pulled into the sheath; however, the proximal edge of the stent got hung up on the edge of the sheath. The sheath was able to be removed; however, the stent got hung up on the soft tissue and would not easily come out. The stent was still attached and crimped on the delivery system and the delivery system was extending out of the body. The sheath was removed and exchanged for a new 6f sheath, however the delivery system still was unable to be removed. The patient was taken to surgery. No further patient complications were reported.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).